Manufacturer narrative:
This report is submitted on february 09, 2018, (B)(4).

Event description:
It was reported the patient experienced magnet retention issues. Subsequently, the patient underwent skin flap revision surgery on (B)(6) 2017.